Manufacturer narrative:
The device was sent to olympus for inspection. During the device evaluation, the following reportable malfunction was identified: olympus found that there was no image (lack of image) on the device. A definitive root cause cannot be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had a lack of image (no image). There were no reports of patient harm/involvement.